Event description:
It was reported that the cartridge was leaking. Customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated bg was address by a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.